Event description:
The lay user/patient contacted lifescan alleging the usb cable was missing. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) # is k082590.